Event description:
It was reported that stent positioning difficulties were encountered. The patient was to undergo iliac vein stent implantation. The target lesion was located in the severely tortuous iliac vein. After the lesion was pre-dilated with a 12.6 non-boston scientific balloon catheter, a 14x90/9fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. However, during the procedure, it was noticed that the stent was shrinking badly, and it could not reach the position after multiple attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6)

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: the device 14x90/9fr uni plus 75cm was returned with the stent in the correct position on the delivery system. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile inspection identified no kinks or damage to the sheath or shaft of the device.

Event description:
It was reported that stent positioning difficulties were encountered. The patient was to undergo iliac vein stent implantation. The target lesion was located in the severely tortuous iliac vein. After the lesion was pre-dilated with a 12.6 non-boston scientific balloon catheter, a 14x90/9fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. However, during the procedure, it was noticed that the stent was shrinking badly, and it could not reach the position after multiple attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.